Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], abdominal pain [abdominal pain], persistent fatigue [chronic fatigue], abnormal bleeding quickly developed [genital bleeding], headaches [headache], diffuse pain, particularly in the lower back & joints [low back pain], diffuse pain, particularly in the lower back & joints [joint pain], haemorrhagic periods started even though everything was fine in that regard [heavy menstrual bleeding], I have difficulty concentrating and memorising information [concentration impairment], I have difficulty concentrating and memorising information [memory impairment], intense fatigue [fatigue extreme], bodily hypersensitivity [hypersensitivity], developed hyperalgesia [hyperalgesia], fibroids [fibroids], cognitive disturbance [cognitive disturbance], consequences on my daily life [impaired quality of life]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 25-feb-2026. The most recent information was received on 06-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was xylocaine (lidocaine). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), chronic fatigue ("persistent fatigue"), genital haemorrhage ("abnormal bleeding quickly developed"), headache ("headaches"), back pain ("diffuse pain, particularly in the lower back & joints"), arthralgia ("diffuse pain, particularly in the lower back & joints"), heavy menstrual bleeding ("haemorrhagic periods started even though everything was fine in that regard"), disturbance in attention ("I have difficulty concentrating and memorising information"), memory impairment ("I have difficulty concentrating and memorising information"), fatigue extreme ("intense fatigue"), hypersensitivity ("bodily hypersensitivity"), hyperaesthesia ("developed hyperalgesia"), cognitive disorder ("cognitive disturbance") and impaired quality of life ("consequences on my daily life") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with pregabaline hcs and laroxyl (amitriptyline hydrochloride) as well as surgery (total hysterectomy and bilateral salpingectomy via laparoscopy). At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved and the chronic fatigue, headache, hypersensitivity, cognitive disorder and impaired quality of life had not resolved. The outcomes for genital haemorrhage, back pain, arthralgia, disturbance in attention, memory impairment, fatigue, hyperaesthesia and uterine leiomyoma were unknown. The reporter considered abdominal pain, arthralgia, back pain, cognitive disorder, disturbance in attention, chronic fatigue, fatigue extreme, genital haemorrhage, headache, heavy menstrual bleeding, hyperaesthesia, hypersensitivity, impaired quality of life, memory impairment, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: period of occurrence: a few weeks after insertion on (B)(6) 2014. My symptoms have never been considered for what they are, I have had medical treatments (pregabalin, laroxyl, anti-inflammatories...) To treat my pain and symptoms. But no real diagnosis has been made. I chose to have the implants removed after 5 years of medical wandering and my first symptoms (abdominal and pelvic pain and especially haemorrhagic periods) disappeared after the explantation. Current patient condition: today, I still suffer from chronic pain and fatigue, headaches, and cognitive disturbance. My bodily hypersensitivity has consequences on my daily life (hence my rqth [disabled worker] status since (B)(6) 2022) and I work part-time due to my handicap. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2014: the endocervical canal is normal, the uterine cavity can be explored in its entirety and shows two well-opened tubal ostia. Placement of an essure-type implant at each ostia, 4 turns of coil visible on the left, 6 turns of coil visible on the right. Aftermath: uncomplicated. Discharged the same day. [Pathology test] on (B)(6) 2019: the hysterectomy specimen weighs 220 grams. The uterine body measures 9 cm x 9 cm x 7 cm. The collar measures 3.5 cm x 4 cm x 3.5 cm. The section reveals the presence of multiple myomas measuring from 1 cm to 3.5 cm. Their consistency is homogeneous without necrosis or haemorrhage. At the level of the myometrium, no significant abnormalities were found. The right tube measures 7 cm, and the left tube 5 cm. Essures found. (1) cervix; (2) endometrium; (3-4) myoma; (5) fallopian tubes histology. The cervix: the ectocervix is lined by a regular squamous epithelium, without atypical features or viral cytopathic effect. The endocervical epithelium is glandular without atypia. The endometrium is in the secretory phase, without any suspicious characteristics. Macroscopically observed myomas correspond to a benign proliferation of spindle-shaped cells, of smooth muscle origin, organising themselves into bundles perpendicular to each other. No cytonuclear atypia or mitotic figures are observed. Both fallopian tubes show a congested wall, generally well preserved and without notable inflammatory characteristics. Conclusion: polyleiomyomatous uterus. No elements with suspected malignancy. Fallopian tubes appear normal. [Ultrasound pelvis] on (B)(6) 2018: the uterus is in an intermediate position. It has a normal size with a longest axis of 78 mm and a thickness of 39 mm at the level of the uterine fundus. Hyperechoic endometrium, measured at 13 mm maximum thickness, in relation to the date of the patient's cycle (premenstrual period). Initial evidence of a small hypoechoic nodular lesion protruding under the mucosa in the endometrial cavity, measuring centimetres in size, located on the anterior and left side of the uterine fundus. This small formation has a small vascular pedicle. Numerous hypoechoic lesions are also observed at the level of the myometrium, located in the interstitial space, consistent with leiomyomas (two formations in the anterior and posterior body regions measuring 14 mm and two other fundicposterior lesions measuring 19 and 12 mm, associated with other sub-centimetre elements). The ovaries are clearly visualised as being of normal size and morphology, measuring 28 mm along their longest axis on the right with lateral uterine attachment, and 29 mm along their longest axis on the left. The essure implants are clearly visible in place. No intraperitoneal effusion. No other abnormality. Conclusion: evidence of a polymyomatous uterus, with a centimetre-sized submucosal element, type 1 in the figo (international federation of gynaecology and obstetrics) classification, probably explaining the menorrhagia. Gynaecological advice is recommended. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-mar-2026: quality safety evaluation of product technical complaint. Upon internal review, imdrf e and f codes updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], abdominal pain [abdominal pain] , persistent fatigue [chronic fatigue] , abnormal bleeding quickly developed [genital bleeding] , headaches [headache] , diffuse pain, particularly in the lower back & joints [low back pain] , diffuse pain, particularly in the lower back & joints [joint pain] , haemorrhagic periods started even though everything was fine in that regard [heavy menstrual bleeding] , I have difficulty concentrating and memorising information [concentration impairment] , I have difficulty concentrating and memorising information [memory impairment] , intense fatigue [fatigue extreme] , bodily hypersensitivity [hypersensitivity] , developed hyperalgesia [hyperalgesia] , fibroids [fibroids] , cognitive disturbance [cognitive disturbance] , consequences on my daily life [impaired quality of life] . Case narrative: the below report was received by health authority (reference number: (B)(4) on 25-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was xylocaine (lidocaine). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), chronic fatigue ("persistent fatigue"), genital haemorrhage ("abnormal bleeding quickly developed"), headache ("headaches"), back pain ("diffuse pain, particularly in the lower back & joints"), arthralgia ("diffuse pain, particularly in the lower back & joints"), heavy menstrual bleeding ("haemorrhagic periods started even though everything was fine in that regard"), disturbance in attention ("I have difficulty concentrating and memorising information"), memory impairment ("I have difficulty concentrating and memorising information"), fatigue extreme ("intense fatigue"), hypersensitivity ("bodily hypersensitivity"), hyperaesthesia ("developed hyperalgesia"), cognitive disorder ("cognitive disturbance") and impaired quality of life ("consequences on my daily life") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with pregabaline hcs and laroxyl (amitriptyline hydrochloride) as well as surgery (total hysterectomy and bilateral salpingectomy via laparoscopy). At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved and the chronic fatigue, headache, hypersensitivity, cognitive disorder and impaired quality of life had not resolved. The outcomes for genital haemorrhage, back pain, arthralgia, disturbance in attention, memory impairment, fatigue, hyperaesthesia and uterine leiomyoma were unknown. The reporter considered abdominal pain, arthralgia, back pain, cognitive disorder, disturbance in attention, chronic fatigue, fatigue extreme, genital haemorrhage, headache, heavy menstrual bleeding, hyperaesthesia, hypersensitivity, impaired quality of life, memory impairment, pelvic pain and uterine leiomyoma to be related to essure administration. The reporter commented: period of occurrence: a few weeks after insertion on (B)(6) 2014. My symptoms have never been considered for what they are, I have had medical treatments (pregabalin, laroxyl, anti-inflammatories...) To treat my pain and symptoms. But no real diagnosis has been made. I chose to have the implants removed after 5 years of medical wandering and my first symptoms (abdominal and pelvic pain and especially haemorrhagic periods) disappeared after the explantation. Current patient condition: today, I still suffer from chronic pain and fatigue, headaches, and cognitive disturbance. My bodily hypersensitivity has consequences on my daily life (hence my rqth [disabled worker] status since (B)(6) 2022) and I work part-time due to my handicap. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2014: the endocervical canal is normal, the uterine cavity can be explored in its entirety and shows two well-opened tubal ostia. Placement of an essure-type implant at each ostia, 4 turns of coil visible on the left, 6 turns of coil visible on the right. Aftermath: uncomplicated. Discharged the same day. [Pathology test] on (B)(6) 2019: the hysterectomy specimen weighs 220 grams. The uterine body measures 9 cm x 9 cm x 7 cm. The collar measures 3.5 cm x 4 cm x 3.5 cm. The section reveals the presence of multiple myomas measuring from 1 cm to 3.5 cm. Their consistency is homogeneous without necrosis or haemorrhage. At the level of the myometrium, no significant abnormalities were found. The right tube measures 7 cm, and the left tube 5 cm. Essures found. (1) cervix; (2) endometrium; (3-4) myoma; (5) fallopian tubes histology. The cervix: the ectocervix is lined by a regular squamous epithelium, without atypical features or viral cytopathic effect. The endocervical epithelium is glandular without atypia. The endometrium is in the secretory phase, without any suspicious characteristics. Macroscopically observed myomas correspond to a benign proliferation of spindle-shaped cells, of smooth muscle origin, organising themselves into bundles perpendicular to each other. No cytonuclear atypia or mitotic figures are observed. Both fallopian tubes show a congested wall, generally well preserved and without notable inflammatory characteristics. Conclusion: polyleiomyomatous uterus. No elements with suspected malignancy. Fallopian tubes appear normal. [Ultrasound pelvis] on (B)(6) 2018: the uterus is in an intermediate position. It has a normal size with an longest axis of 78 mm and a thickness of 39 mm at the level of the uterine fundus. Hyperechoic endometrium, measured at 13 mm maximum thickness, in relation to the date of the patient's cycle (premenstrual period). Initial evidence of a small hypoechoic nodular lesion protruding under the mucosa in the endometrial cavity, measuring centimetres in size, located on the anterior and left side of the uterine fundus. This small formation has a small vascular pedicle. Numerous hypoechoic lesions are also observed at the level of the myometrium, located in the interstitial space, consistent with leiomyomas (two formations in the anterior and posterior body regions measuring 14 mm and two other fundicposterior lesions measuring 19 and 12 mm, associated with other sub-centimetre elements). The ovaries are clearly visualised as being of normal size and morphology, measuring 28 mm along their longest axis on the right with lateral uterine attachment, and 29 mm along their longest axis on the left. The essure implants are clearly visible in place. No intraperitoneal effusion. No other abnormality. Conclusion: evidence of a polymyomatous uterus, with a centimetre-sized submucosal element, type 1 in the figo (international federation of gynaecology and obstetrics) classification, probably explaining the menorrhagia. Gynaecological advice is recommended. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.